Event description:
Report received that the pump gave unrequested bolus doses when it was moved. The pump was set to infuse morphine, specific program not recalled. The pump was placed in a lockbox on an IV pole. A nurse noted that when the pole/pump was moved, a bolus dose delivered. Of the total number of bolus doses administered, it was not known how may were pt requested and how many were unrequested doses. The pump locked out appropriately per the set program. The pt did not receive the maximum number of doses allowed by the prescription parameters. She did not experience any adverse effects. No additional info was available.